Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the lead exhibited noise. The lead was reprogrammed. The patient experienced no adverse consequences and was doing well.